Event description:
On (B)(6) 2012, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient unable to perform a test using her onetouch ultra2 meter due to accessing the meter's set up mode. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue occurred approximately 8 days ago; exact date/time is unknown. The patient stated she was attempting to perform a blood test, but was unsuccessful due to accessing the set up mode instead. The patient reportedly manages her diabetes oral medication(unknown type/dose) along with diet and exercise and it is not known if she made any changes to her usual diabetes management routine in response to the alleged issue. She claimed that she developed symptoms of "dizziness" but it was not known if she had the symptoms before or after the alleged issue began. On that same day, she claimed she went to the urgent care at approximately 7pm and was treated by a healthcare professional with glucose tabs/gel. No other device was used for testing. At the time of troubleshooting, the cca assisted the patient with testing and the issue was resolved with training. A replacement product was sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) for an acute complication of diabetes after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.